Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 16-dec-2017 with the following findings: a review of the pump black box and alarm history showed no cs 128 replace battery alarms. A visual inspection of the pump showed no moisture/corrosion in the battery compartment. The battery compartment was observed to be cracked above and below the bumper pad. There was no damage found to returned battery cap and powered on with no issues. During investigation, the pump electrical current draws measured within specifications. The pump was opened and no evidence of moisture or loose components found inside pump. The complaint of a cs 128 call service alarm or battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that multiple cs 128-fxxx call service alarm were emitted indicating a battery life issue. There is no reported adverse event with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.